Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient visited the hospital due to the observation at home of cloudy pd effluent. It was not reported whether the patient was admitted to the hospital. On an unreported date, the patient was treated with unspecified medication for peritonitis. It was not reported whether the patient recovered from the peritonitis event. The action taken with the dianeal therapy was unknown. No additional information is available.